Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose. Customer requested assistance in finding basal to carb ratio. Customer's blood glucose was over 600 mg/dl. Customer declined troubleshooting and will speak with healthcare professional.